Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the ventilator failed safety vale and o2 cell/sensor tests during pre-use check. The investigation found defective nozzle unit of the gas modules. The conclusion was that the nozzle unit need to be replaced. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No device logs were received and the replaced parts not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle units from the oxygen gas module and air gas module were replaced and returned for further investigation. Optical investigation of the received nozzle concludes a fracture in the feather spring. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. This nozzle unit s were older than 12 month. The cause of the breakage of the nozzle unit¿s feather spring has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed safety valve and o2 sensor tests during pre-use check. There as no patient involvement. Manufacturer's ref #: (B)(4).